Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that insulin pump received a pump error 25 alarm. Customer was advised that power source was unable to charge. After troubleshooting, it was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The pump passed the displacement, rewind, seating and basic occlusion tests. The pump was returned for power error alarms, and they were confirmed in the detailed trace analysis. The pump had a cracked keypad overlay at the center circle button, a cracked reservoir tube lip, a scratched case and minor scratches on the lcd window.